Event description:
A US distributor contacted ZOLL to report that a patient developed a rash under the LifeVest equipment. Patient described the area as open sores. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended a cream for the skin irritation. Outcome of the irritation is unknown

Manufacturer narrative:
not applicable.